Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 3. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer¿s partner assisted in addressing their elevated bg by delivering a manual insulin injection. Ultimately, the customer reverted to an alternate method of insulin therapy.